Event description:
Pacing dificulties; it was reported that the catheter was unable to pace during use. (Possible lot numbers are 58565860 or 58596724 or 58606628.)

Manufacturer narrative:
Possible lot numbers were provided: 58596724, 58606628, 58565860. Expiration date: 58596724-2008; 58606628-2010; & 58565860-2010. Manufacture date: 58596724-10/03/2008, 58606628-10/29/2008, & 58565860-08/07/2008.

Manufacturer narrative:
Customer report was confirmed. Continuity testing confirmed an open condition on the proximal circuit inside catheter body. Further testing showed an open condition to be due to a broken lead wire at 3.5cm proximal from the tip. Catheter body did not appeared damaged at this region. The distal circuit was found to be in good condition.